Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the lower y-site (clearlink); there was a puddle on the floor next to patient and the drug was leaking in a pulsatile manner. This was observed during patient infusion with keytruda treatment. Approximately 25ml of the drug spilled, 25ml of the drug was infused, and 50ml remained in the bag. Infusion was stopped and a chemotherapy spill protocol was initiated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.